Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. The involved lot number is unk therefore gambro can neither perform a lot history record check nor a complaint history check. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A pt in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialyzer. Toward the end of a five hour treatment, the pt was found unconscious and CPR was initiated along with direct current cardioversion and first line emergency drugs. Resuscitation was not successful and the pt was pronounced dead secondary to ventricular fibrillation. The pt has an extensive cardiac history along with other -co-morbidities. There was no autopsy performed. The charge nurse did not suspect the machine had anything to do with the pt's death. All disposables associated with the treatment were discarded and not available for analysis.